Event description:
A complaint was received from a customer that reported their elite system is providing erratic results. Customer provided the following examples: 57, 70 and 200 mg/dl all taken within minutes of each other. While on the phone was learned the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. At the time of the initial call electronic checks were attempted but the customer did not have the requisite supplies. These were provided and testing was satisfactory.